Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during an ICD revision, the parameters of the rv lead were out of range. Hence, the lead was capped.

Event description:
A decrease in sensing was observed. Fluoroscopy revealed a slight lead dislodgement. A successful induction test was performed. Hence, the physician decided not to reposition the lead.